Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the patient was receiving morphine (20 mg/ml at 2.001 mg/day ) and bupivacaine (2 mg/ml at 0.2001 mg/day ) via an implantable infusion pump. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient had minimal pain relief. There were no environmental/external/patient factors that may have led or contributed to the issue. It was noted that the patient was having surgery and the healthcare provider (hcp) requested that the pump and catheter be removed. During the explant surgery the catheter seemed to have a kink in it and the cerebrospinal fluid was not flowing freely. The issue was reported to be resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the catheter (sn; (B)(4)) found the catheter was returned in segments and no anomalies were noted on microscopic inspection. The catheter was patent and passed pressure leak testing. Analysis of the pump (sn; (B)(4)) found no anomalies. If information is provided in the future, a supplemental report will be issued.